Manufacturer narrative:
Further information was requested but not received yet. Investigation results will be provided in the final report.

Event description:
It was reported that the device was explanted due to an unknown reason. Further information was requested but not received yet.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.